Manufacturer narrative:
Asku

Event description:
It was reported the bipolar impedance on the atrial lead has increased from 600 ohms to over 1600 ohms over the last few months. Atrial oversensing was also observed. The lead was reprogrammed to unipolar configuration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the bipolar impedance on the atrial lead has increased from 600 ohms to over 1600 ohms over the last few months. Atrial oversensing was also observed. The lead was reprogrammed to unipolar configuration. It was also reported that there was an apparent lead fracture on the atrial lead, and high threshold on the ventricular lead. The leads were extracted and replaced. During the explant procedure the atrial lead was "mangled". No patient complications were reported as a result of this event.